Manufacturer narrative:
Concomitant therapies: juvéderm® volift¿ with lidocaine. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, tenderness, headache, swelling, increase in facial size, delayed inflammatory tender swollen nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected to the cheeks and chin (ck1, ck2, ck4, c1 and c2) with juvéderm® voluma¿ with lidocaine and to the tail brow, glabella, and frontallis with botox®. A month later, patient was injected to right ck1, right ck2, and right ck3 with juvéderm® voluma¿ with lidocaine and to the lips and c1 with juvéderm® volift¿ with lidocaine. A month later, patient was injected to the tear trough and lips with juvéderm® volbella¿ with lidocaine and to the lower cheek/smile lines/masseter region with juvéderm® volift¿ with lidocaine. Prior to the injections patient was pretreated with lmx. A month after the last injection, patient developed 2 small nodules, 1 at the left masseter and 1 at the right masseter with no pain or redness. Two months later, patient reports the masseter is now tender. Patient had been ¿unwell for over a week with virus cold and sputum.¿ patient was advised to return for review when ¿cold settled or earlier if any decline with nodules ie redness, decline in tenderness or heat to touch.¿ two days later, patient feels the nodules and discomfort are worse and two days after that patient returned for review with ¿headache, moderate visual facial swelling, facial tenderness¿ and increase in facial size. Upon examination, it was noted patient has ¿delayed inflammatory tender swollen nodules to masseter and tear trough.¿ patient¿s temperature from the axilla was 36c. Patient was prescribed doxycycline. After 2 days, patient has some slight improvement in tear trough swelling to left eye but the headache persists. Patient was taking acyclovir for sore eyes and prednisone for eczema at the time of injection. This is the same event and the same patient reported under MDR ID #3005113652-2016-00957 (allergan complaint # (B)(4)) and MDR ID #3005113652-2016-00959 (allergan compliant # (B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the cheeks and chin (ck1, ck2, ck4, c1 and c2) with juvéderm® voluma¿ with lidocaine and to the tail brow, glabella, and frontallis with botox®. A month later patient was injected to right ck1, right ck2, and right ck3 with juvéderm® voluma¿ with lidocaine and to the lips and c1 with juvéderm® volift¿ with lidocaine. A month later patient was injected to the tear trough and lips with juvéderm® volbella¿ with lidocaine and to the lower cheek/smile lines/masseter region with juvéderm® volift¿ with lidocaine. Prior to the injections patient was pretreated with lmx. A month after the last injection patient developed 2 small nodules, 1 at the left masseter and 1 at the right masseter with no pain or redness. Two months later patient reports the masseter is now tender. Patient had been ¿unwell for over a week with virus cold and sputum.¿ patient was advised to return for review when ¿cold settled or earlier if any decline with nodules ie redness, decline in tenderness or heat to touch.¿ two days later patient feels the nodules and discomfort are worse and two days after that patient returned for review with ¿headache, moderate visual facial swelling, facial tenderness¿ and increase in facial size. Upon examination it was noted patient has ¿delayed inflammatory tender swollen nodules to masseter and tear trough.¿ patient¿s temperature from the axilla was 36c. Patient was prescribed doxycycline. After 2 days patient has some slight improvement in tear trough swelling to left eye but the headache persists. Patient was taking acyclovir for sore eyes and prednisone for eczema at the time of injection. This is the same event and the same patient reported under MDR ID #3005113652-2016-00957 ((B)(4)) and MDR ID #3005113652-2016-00959 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.